Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an angiographic runoff procedure via access in the femoral artery, the hub of a micropuncture transitionless stiffened cannula access set¿s sheath separated upon removal of the device over a wire guide. Reportedly, a ¿lot¿ of scar tissue was noted at the access site from previous procedures, and ¿some¿ resistance was encountered upon removal of the sheath; however, resistance was ¿nothing out of the ordinary.¿ the sheath was not advanced or removed through a previously placed vascular closure device, and the wire did not kink. The separated micropuncture sheath was removed manually from the patient, another sheath was inserted, and the procedure was completed successfully. The user then ¿tested¿ another device from the same lot, noting that the hub did not come off easily, and stated that it took excessive force to separate the hub from the sheath. The ¿test¿ device did not make patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the complaint device, the hub was separated, with sheath material remaining in the hub. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The used complaint device was returned to cook for investigation. The hub was separated from the catheter/sheath; however, catheter/sheath material remained in the hub. Damage was noted at the separation point, suggesting elongation from force experienced during removal. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no relevant discrepancies or additional relevant complaints on the lot. The product IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event. The access site was reportedly scarred from previous procedures, and ¿some¿ resistance was encountered upon removal of the sheath; however, resistance was ¿nothing out of the ordinary.¿ damage was noted at the separation point, suggesting elongation from use of force during removal of the device. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during an angiographic runoff procedure via access in the femoral artery, the hub of a micropuncture transition less stiffened cannula access set¿s sheath separated upon removal of the device over a wire guide. Reportedly, a ¿lot¿ of scar tissue was noted at the access site from previous procedures, and ¿some¿ resistance was encountered upon removal of the sheath; however, resistance was ¿nothing out of the ordinary.¿ the sheath was not advanced or removed through a previously placed vascular closure device, and the wire did not kink. The separated micropuncture sheath was removed manually from the patient, another sheath was inserted, and the procedure was completed successfully. The user then ¿tested¿ another device from the same lot, noting that the hub did not come off easily, and stated that it took excessive force to separate the hub from the sheath. The ¿test¿ device did not make patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the complaint device, the hub was separated, with sheath material remaining in the hub.

Manufacturer narrative:
H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.